Manufacturer narrative:
Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency room after they felt a shock on their left side, around the bottom of the rib cage. It was noted that the patient has a left ventricular (lv) epicardial lead implanted. While at the emergency room, the patient reportedly received a shock, however it could not be confirmed whether the shock was appropriate or inappropriate. Muscle stimulation was found during an evaluation of the left side of the patient. Reprogramming was performed and medication changes were made. The lv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.